Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with her infusion set tubing getting clogged, which sometimes triggered the insulin pump to alarm no delivery; however, the customer stated that she did not always receive a no delivery alarm. The blood glucose reading was unknown. The customer stated that the issue occurred about twice a week. She noted that her blood glucose levels were extremely high when there was an absence of no delivery alarm. She stated that an infusion set change typically resolved the issue. Advised the customer to call back if and when the issue recurred. Nothing further reported.